Manufacturer narrative:
The 2.5 mm diameter locking screws (1405-101x) are provided to the customer within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, (sk-12), that the product is distributed within. The device was not returned to the manufacturer for evaluation. The device history records for all screws intended to be implanted were reviewed (1405-1012 and 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information indicates one (1) screw was removed in a revision surgery on (B)(6) 2018. Although a number of factors could have contributed to the issue, the most likely cause cannot be determined due to the device not being returned. However, the doctor did state that the screw was being removed due to it backing out. It is possible that post-operative activity or not fully seating the screw during insertion could result in the loosening and migration of screws. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed, one (1) screw was removed in a revision surgery on (B)(6) 2018 due to it backing out. All other tmc hardware will remain implanted in the patient.